Event description:
It was reported to boston scientific corporation that an spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2023. The procedure was performed under local anesthesia. Following a successful device placement procedure, the patient reported several post-operative symptoms, including rectal pain, needle site pain, and localized anesthetic injection site pain. These symptoms, while present, did not necessitate specific treatment interventions. Additionally, the patient encountered proctitis, characterized by inflammation and infection, which was promptly addressed through the administration of antibiotics. It was also indicated that the proctitis was related to the spaceoar vue placement and possibly related to the hydrodissection procedure. Additional information received on october 20, 2023: it was reported that after a magnetic resonance imaging (MRI) observation the spaceoar vue appeared to be dissolved.

Manufacturer narrative:
Block h6: patient code e2326 is being used to capture the reportable event of inflammation. Patient code e2330 is being used to capture the reportable event of pain. Patient code e1906 is being used to capture the reportable event of unspecified infection. Block h11: block b5 has been updated based on additional information received on october 20, 2023. Block h6 device and impact codes have been updated based on additional information received on october 20, 2023.

Manufacturer narrative:
Block h6: patient code e2326 is being used to capture the reportable event of inflammation. Patient code e2330 is being used to capture the reportable event of pain. Patient code e1906 is being used to capture the reportable event of unspecified infection.

Event description:
It was reported to boston scientific corporation that an spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2023. The procedure was performed under local anesthesia. Following a successful device placement procedure, the patient reported several post-operative symptoms, including rectal pain, needle site pain, and localized anesthetic injection site pain. These symptoms, while present, did not necessitate specific treatment interventions. Additionally, the patient encountered proctitis, characterized by inflammation and infection, which was promptly addressed through the administration of antibiotics. It was also indicated that the proctitis was related to the spaceoar vue placement and possibly related to the hydrodissection procedure. At the time of this report, the patient status is unknown, despite of the good faith efforts (gfe).

Event description:
It was reported to boston scientific corporation that an spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2023. The procedure was performed under local anesthesia. Following a successful device placement procedure, the patient reported several post-operative symptoms, including rectal pain, needle site pain, and localized anesthetic injection site pain. These symptoms, while present, did not necessitate specific treatment interventions. Additionally, the patient encountered proctitis, characterized by inflammation and infection, which was promptly addressed through the administration of antibiotics. It was also indicated that the proctitis was related to the spaceoar vue placement and possibly related to the hydrodissection procedure. **additional information received on october 20, 2023** it was reported that after a magnetic resonance imaging (MRI) observation, the spaceoar vue appeared to be dissolved.

Manufacturer narrative:
Block h6: patient code e2326 is being used to capture the reportable event of inflammation. Patient code e2330 is being used to capture the reportable event of pain. Patient code e1906 is being used to capture the reportable event of unspecified infection. Block h11: block b5 has been updated based on additional information received on october 20, 2023. Block h6 device and impact codes have been updated based on additional information received on october 20, 2023. Block d6a and block h6 device and impact codes have been corrected.